Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The ez-io needle would not disengage from the driver when trying to remove the catheter/needle; the catheter/needle was withdrawn from the patient with the driver attached. The driver green light was functional during the attempt to insert a 25mm needle in the right proximal tibia. There was no back up driver available and the operator attempted manual io placement and peripheral intravenous line placement but it is unknown if the attempts were successful at this time. There was no patient injury. The patient's current condition is deceased.

Manufacturer narrative:
(B)(4). The DHR is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. After close examination with and without magnification, the source of the problem was identified. Metal on the tip of the drive shaft has been heavily damaged. Functional inspection is not required as the root cause, which is associated with physical damage to the driver shaft, has been confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU sates, "use this product only in accordance with this manual and applicable product labeling". "As with any emergency medical device carrying a backup is strongly advised protocol". And, "visually inspect driver for any cracks or sharp corner before use." A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 12/2013 and is approximately 8 years old. Other remarks: the complaint has been confirmed. Root cause has been assigned to damage during use. No corrective/preventative actions assigned. The complaint has been confirmed. Upon receipt, the driver was visually inspected. After close examination with and without magnification, the source of the problem was identified. Metal on the tip of the drive shaft has been heavily damaged. The damage is indicative to the driver being dropped on the nose of the shaft, or some other form of blunt force to the driver shaft tip. The condition would make it almost impossible to attach a needle set, or remove one from the shaft. No further action required.

Event description:
The ez-io needle would not disengage from the driver when trying to remove the catheter/needle; the catheter/needle was withdrawn from the patient with the driver attached. The driver green light was functional during the attempt to insert a 25mm needle in the right proximal tibia. There was no back up driver available and the operator attempted manual io placement and peripheral intravenous line placement but it is unknown if the attempts were successful at this time. There was no patient injury. The patient's current condition is deceased.